Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery longevity showed one and a half years remaining. It was noted that seven months earlier the battery status indicated two and a half years remaining. It was noted that the patient does not have atrial fibrillation (af) and the auto capture feature was programmed on in the device. Engineering review of the data stored within the device found that following the download of the signal artifact monitoring software patch there was a slight increase in battery power consumption which likely changed the longevity calculation. With this update to the software, engineering found the device to be depleting normally. The pacemaker remains in service and no adverse patient effects.

Event description:
The device was explanted one and a half years later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.